Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex was advanced for pre-dilatation. On the first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with the original box and a hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen. Examination under magnification revealed a balloon pinhole 5mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex¿ was advanced for pre-dilatation. On the first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.